Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient mentioned in the past, when they turned off the therapy at night and then back on in the morning, that they got like a jolt sensation and also felt an electrical current going through their teeth/mouth probably because they have metal fillings and gold bridge work. The caller noted that this happened about 3 time over the past 6 months to a year. They no longer turn it off at night.